Event description:
It was reported that the customer had high blood glucose, dka and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of hospitalization was over 800 mg/dl. Caller stated that the customer was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.